Event description:
It was reported that during a cholecystectomy, the gallbladder was in the memobag. As the bag and its contents were being removed, the bag broke. "Infected anapath was found in the patient. Consequence was an increase of the delay of operating time for the patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "visual, dimensional and functional inspection could not be performed because of unavailable defective device. A device history record review was performed, and no relevant findings were identified. The root cause of this complaint was determined as 'undetermined/unknown'. Reported defect could not be confirmed as the complained device was not available for investigation. It was not possible to identify the root cause. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during a cholecystectomy, the gallbladder was in the memobag. As the bag and its contents were being removed, the bag broke. "Infected anapath was found in the patient. Consequence was an increase of the delay of operating time for the patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn(B)(4).